Event description:
Technical services received a call on (B)(6) 2012. Caller reported that this us rv lead will be removed due to infection. This lead was implanted on (B)(6) 2007 and was previously capped on (B)(6) 2012. Lead was explanted on (B)(6) 2012. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).